Manufacturer narrative:
B5 - it was later reported that on 11-sep-2023 the lens was repostioned and this resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -6.0/+6.0/23 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as "other" and noted there was device causality and "refractive in ocos was -0.25/-5.0x108 but should have been -0.25/-5.0x168 (60 degrees different from what it should have been)".